Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have an insulation damage. Post chest xray confirmed that the lead had no slack. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have an insulation damage. Post chest xray confirmed that the lead had no slack. This lead was explanted and replaced. No additional adverse patient effects were reported.